Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope air water (a/w) nozzle was clogged. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found nozzle was clogged by some black rubber-like foreign material and the foreign material had not been removed during inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the clogged nozzle could not be specified. Olympus will continue to monitor field performance for this device.